Manufacturer narrative:
H.6. Investigation: two (2) samples were provided by the customer for investigation. The returned samples were visually examined and were used were found to be clogged as light was not able to pass through the needles. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10

Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle the needle was clogged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: needle is clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle the needle was clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: needle is clogged.